Event description:
Confirmed for mbrs mother pen needle 31g x 3/16 in (5mm) bd being filled instead of 12.7mm needle. Pt having issues with larger size causing severe pain and needed smaller needle. Dr provided rx for product. Reporting since mbr reported pain issue as severe. Believes smaller needle will resolve issue. Rph. Is the product compounded: no. Is the product over-the-counter: no.